Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced some pocket "twitching" which was suspected to be due to unipolar pacing polarity on the right atrial (ra) lead. A lead warning for low impedances was also noted and an apparent lead insulation failure was suspected. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.